Manufacturer narrative:
The event occurred in the united (B)(6).

Manufacturer narrative:
The investigation was unable to determine a root cause. Calibration and quality control results were within specification. A general reagent issue could not be found. It was noted the customer may have been centrifuging their samples for too short a time. The customer has experienced no more problems since maintenance was performed on the analyzer.

Event description:
The customer complained of questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) and thyrotropin (tsh) results on two patients. Of the results provided, the hcg+ss results are reportable as a malfunction. The initial hcg+ss result was 11.13 iu/ml. The repeat test was 0.100 with a data flag. The result was confirmed by "card testing" as negative. The repeat result was released outside the laboratory. The end user believed the patient got a good result and there was no harm. The hcg+ss reagent lot number was 169563 with an expiration date of 01/2014. The field service engineer performed full maintenance for the analyzer. He adjusted the high voltage and ran a blank cell calibration. He instructed the user to recalibrate all parameters and check if the new calibration correlated with the old results.